Manufacturer narrative:
The referenced device was returned to the service center for evaluation. The evaluation confirmed the customer¿s reported issue as there is no image displayed due to a defective printed circuit board the monitor does not power/ start up due to a defective power supply. There are physical defects on the rear panel, the bezel, connector port and bracket. The investigation is ongoing. Therefore; the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The olympus (omsi) field service engineer was informed that the customer high-definition liquid crystal display monitor was returned for service/repair for a reported ¿monitor not getting on¿ during preparation for use. The monitor was in for repair previously in july 2020. However; due to a financial issue the customer declined the repair, and the monitor was returned unrepaired a year ago. The customer has now request repairs for the same issue. No death, injury or harm was reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide the product return date (d9) and additional information from the device evaluation. The evaluation confirmed the customer¿s reported issue as there is no image displayed due to a defective printed circuit board the monitor does not power/ start up due to a defective power supply. There are physical defects/cracks on the rear cover panel, the bezel plate has multiple cracks. It's screws also cannot be seated with the proper torque. , one connector on the board was found loose and the power switch bracket is cracked. Also the outer screws on the rear cover were missing. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. If additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issues. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image due to a faulty printed circuit board and the device did not start up due to a defective power supply. The specific root cause of the faulty printed circuit board and the defective power supply could not be determined at this time. Olympus will continue to monitor field performance for this device.